Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3243. Investigation conclusions: 61. Device evaluation: visual inspection confirms that the tap has fractured at the 50 mm fluoro groove. The root cause is likely high torsional and bending loads. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
During the procedure, a cannulated tap was inserted over the guide wire. While attempting to maintain the intended trajectory, the tap fractured, resulting in the threaded portion breaking off and remaining within the pedicle. The threaded fragment was subsequently removed from the pedicle.